Event description:
Per the clinic, the patient experienced inflammation and wound breakdown at the implant side; however, the issue could not be resovled.the device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed february 14, 2014.